Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 7.3mmol/l and 10.3mmol/l with a lifescan meter, performed within 1 min of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 1.11mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. The pt called lifescan back and mentioned that she had butter tart prior to testing, which may have caused the erratic readings. She tested twice, prior to calling lfs back and obtained 9.6 and 9.6 mmol/l on the reported meter. Meter and test strips were replaced for the pt. This is still a reportable because the initial comparison exceeds the expected value of <=20% and/or <=1.11mmol/l.